Event description:
Ous MDR - after an unk implantation time, the pt was hospitalized because of a ventricular arrhythmia with syncope. A dislodgement of the ra lead and worsened sensing values of the rv lead were detected. No further deterioration of the state of health was reported. Both leads were repositioned.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the available production documents. The production process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.